Event description:
It was reported that the customer experienced a blood glucose of 50 mg/dl. She drank juice to bring this number up. Customer was also having issues with lost sensor alarms. Troubleshooting was performed for the lost sensor alarms. A blood glucose of 85 mg/dl was recorded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.